Event description:
It was reported by the robotics coordinator that during a da vinci-assisted lobectomy surgical procedure, the surgeon was using a rubber red catheter around the bronchus. The surgeon stapled part of the rubber tube to the bronchus and was unable to remove the stapled portion from the patient. Intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information: she stated that the reported issue is under investigation and she was not present during the procedure. She was informed that the rubber catheter was behind the stapler instrument while the surgeon was attempting to staple tissue and he accidentally stapled a part of the rubber tube to the tissue. She believes the tissue involved was most likely the bronchus. The surgeon could not resect that part of the tissue, as it was ¿dangerous.¿ the surgeon stated that it was his fault, and there was no allegation of an isi device issue. She did state that the surgeon completed the procedure with no further issues, and the patient is reported to be recovering well with no post-operative complications.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported operative complication can be attributed to user error. There was no report or allegation of a specific deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. Isi clinical development engineering team provided the following information in response to the request for sequence of events with a stapler and a catheter usage: the sureform 45 and 60 user manual states the following warning: "warning: make sure that no obstructions (such as clips, stapler, bone, or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples. In terms of the stapling sequence of events, the stapler is positioned on tissue (in this case, around the bronchus), clamped, fired, and then unclamped and removed with a straight wrist. The surgeon may have placed the red rubber catheter around the bronchus for stapler access around the bronchus, but it is important that the catheter does not obstruct the stapler during firing. A review of the stapler logs for the sureform 45 associated with this event has been performed. The following additional information was provided: logs show that sureform 45 stapler instrument (part number 480445-03, lot t90191031-0099) was installed 7 times and fired 6 reloads (all black). All firings were completed per the logs. Firings 3 and 4 had one pause for compression, the other firings had no pauses. There were 13 incomplete clamps in 21 clamp attempts, but 9 of the incomplete clamps occurred on the 5th install. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted lobectomy surgical procedure, the surgeon was using a rubber red catheter around the bronchus. The surgeon stapled part of the rubber tube to the bronchus and was unable to remove the stapled portion from the patient. The cause of the reported issue can be attributed to user error. Although no post-operative complications have been reported, it is unknown if any medical intervention was rendered or will be required as a result of the reported issue.

Manufacturer narrative:
The event should have been reported against the sureform stapler rather than the patient side cart.

Event description:
Refer to h10/h11 for follow-up information.